Manufacturer narrative:
Device received with completely broken reservoir tube lip and missing reservoir tube o-ring. Device passed displacement test, prime test, rewind test and excessive no delivery test. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Device primed properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had priming issues. The customer¿s blood glucose was 275 mg/dl. The customer was assisted with troubleshooting. Customer states they were unable to exit the preparing to prime loop. Customer states they did neither receive second series of beeps nor did numbers appear on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.